Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed no evidence of a power loss. There was no visible damage to the battery compartment and battery cap. The returned battery cap was able to fully secure onto the pump. The pump powered on normally with the returned battery cap. The pump was opened and no moisture was found inside the pump. Unrelated to the initial complaint, the display screen was damaged. The power complaint could not be adequately investigated due to the damaged and blank display screen.